Event description:
The user alleges that the nurse was going to disconnect the patient from the ventilator and noticed that the connector came out of the tracheostomy tube. This patient routinely has the tracheostomy tube replaced monthly. The tracheostomy tube was replaced and there was no patient compromise.